Manufacturer narrative:
The actual device has not been received by the manufacturing facility for evaluation. A follow up report will be submitted when the investigation is complete, but no later than 30 days from this report being sent. A review of device history records and product release decision control sheet of the involved product/lot number combination confirmed that there were no production related problems or no discrepancy in the inspection/test results. A review of the complaint files confirmed the involved product code/lot# has not been reported previously. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Device not returned to manufacturer

Event description:
The user facility reported a leak in the capiox fx25 device during prime. Follow up communication with the user facility reported the following information: a leak in de-airing line connection. The product was not changed out. Surgery completed successfully. No patient involvement.

Manufacturer narrative:
This report is being submitted as follow-up #1 for mfg. Report # 9681834-2015-00175 to provide the evaluation update. The evaluation is yet to be completed. A follow up will be sent within 30 days of this report being sent. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report # 9681834-2015-00175 to provide the evaluation update.

Manufacturer narrative:
This report is being submitted as follow-up #2 for mfg. Report # 9681834-2015-00175 to provide the return sample evaluation. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the purge line tube had a kink at the port. The actual sample was filled with saline solution. With the blood outlet port clamping with forceps, an air of 2.0kgf/cm2 was applied to the inside from the blood inlet port. No leak was confirmed on the purge line. There was no other leak from any other location. The kinked segment on the purge line was closely inspected under magnification. No visual anomaly was revealed. The purge line tube was cut off vertically at the point adjacent to the kink. The cut cross section of the tube was inspected for the dimension and the state of the wall thickness. No anomaly was revealed. A review of the device history records and product release decision control sheet of the involved product/lot# combination confirmed that there were no production related problems or no discrepancy in the inspection/test results. A review of the complaint files confirmed the involved product code/lot# has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, during the above inspection, the actual sample did not reveal any leaks at the purge line. As a cause of the kink generated on the purge line of the actual sample, it is likely that the purge line was subjected to a bending force. With no information about the storage condition available, the cause of the kink cannot be determined definitely. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 2 for mfg. Report # 9681834-2015-00175 to provide the return sample evaluation.